Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). H3 other text : customer confirmed that the device was back to normal use after restarting the device and doing the self-test, the reported problem was unable to reproduce.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device alarm when turning on the device. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.